Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator pressure transducer is showing pressure when not connected to a patient. The customer reported there was no patient involvement.